Event description:
Pt claims to have undergone a ventral hernia repair surgery on 11/19/93. Pt alleges that consequence of surgery, pt experiences hypertension, pain and tenderness in lower abdomen where mesh was placed, polyarthritis, fever and chronic fatigue. The mesh was removed on 9/11/95 where mesh was reported to have been incorporated into the liver which required excision of a portion of liver and abdominal muscles.